Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health consumer regarding a patient who received clonidine 50.0mcg/ml; 19.987mcg/day, bupivacaine 5.0mg/ml; 1.9987mg/day, and unknown morphine 20.0mg/ml; 7.995mg/day in an implantable pump for spinal pain. The patient was to be hospitalized for breathing problems. The health care provider (hcp) was trying to get the breathing well enough to fix the catheter. The hcp did not want to put the patient under for surgery because their breathing was so bad. The catheter was reportedly not working properly and the patient was not getting medication like they should. The hcp performed a dye study and determined "something was going through, but not all the medication." The issue was considered gradual. The catheter issue had been ongoing for months. The patient's breathing had been getting worse, especially over the last 2-3 weeks. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated it was unclear if there was an issue with the catheter. Further clarifying information was request, but not additional information could be obtained. The patient received inadequate pain relief. A date was still pending for catheter explant.